Event description:
It was reported that during a routine examination, the patient was evaluated for rapid atrial fibrillation. The minute ventilation (mv) sensor was found to be suspended due to noise interference. Despite three recalibration attempts with various vector selections, the mv sensor could not be restored and remains suspended. Technical services have been notified for further investigation of the issue. There have been no reported adverse effects on the patient, and the device is still in use.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine examination, the patient was evaluated for rapid atrial fibrillation. The minute ventilation (mv) sensor was found to be suspended due to noise interference. Despite three recalibration attempts with various vector selections, the mv sensor could not be restored and remains suspended. Technical services have been notified for further investigation of the issue. There have been no reported adverse effects on the patient, and the device is still in use. This supplemental report is being submitted to include the evaluation conclusion code in section h6.